Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii, rupture.

Event description:
Healthcare professional reported right side rupture of implant and capsular contracture baker grade ii-iii. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side rupture of implant and capsular contracture baker grade ii-iii. Device has been explanted and replaced with non-allergan device.